Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a roadrunner wire guide. A 5fr pancreatic stent was placed over the wire guide and into the pancreatic duct. The tip of the wire guide looped inside the stent and caught on the stent when removing the wire guide. The wire guide tip stretched and a portion of the tip broke and remained inside the stent. The physician used a snare to remove the stent and the detached portion of the wire guide simultaneously. Another stent and wire guide were used to complete the procedure. No add'l medical procedures were required due to this occurrence and there were no adverse effects to the pt.

Manufacturer narrative:
Evaluation: our examination of the returned device confirmed the coil separation from the mandril wire. We also found coil elongation measuring approx 18.5cm present and approx 1.5cm of the mandril wire remaining attached to the main shaft. Based on these characteristics and the results of our investigation, it is feasible to suggest this incident may have been the result of a procedurally related event, rather than a problem with the device. This product is inspected 100% by our qc dept prior to shipping. The appropriate individuals have been notified of this matter. We will continue to monitor for similar occurrences.